Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Moisture damage was found on electronics assembly and motor home switch. The device also had a broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case display window corner and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she accidentally put the insulin pump in the washing machine. During troubleshooting, she confirmed that numbers on the screen were not ramping or the scroll bar moving without input but the buttons had an intermittent response. It was found in the in the alarm history that a button error alarm occurred about the time the device was exposed to moisture. Blood glucose value was 152 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.